Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. It was mentioned that large amount of air was noted at the end of the procedure in the sheath. The irrigation was still in process and the catheter was in the sheath. Device and procedure outcome is unknown. No patient complication were reported. The device is expected to be return for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. Air bubbles were noted in the transparent sheath shaft at the end of the procedure, when the catheter was inside the sheath. Pressure bag irrigation method was used with flow rate of 1 drop per second. No air was noted in the patient and no complication were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was analyzed. Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. It was mentioned that large amount of air was noted at the end of the procedure in the sheath. The irrigation was still in process and the catheter was in the sheath. Device and procedure outcome is unknown. No patient complication were reported. The device was received for analysis. It was further reported that no abnormalities were noted on the sheath during preparation. Air bubbles were noted in the transparent sheath shaft at the end of the procedure, when the catheter was inside the sheath. Pressure bag irrigation method was used with flow rate of 1 drop per second. No air was noted in the patient and no complication were reported.